Event description:
Customer alleges discrepant result with meter compared to lab: discrepant low, inratio=1.9, results do not match patient's expectation. Patient noted bleeding on the leg. Inratio inr=1.9. Lab inr=3.5. Apex lab venipuncture performed at 4 pm. Fingerstick performed same day at 8 or 9 pm. Therapeutic range=2.0-3.0.

Manufacturer narrative:
Investigation pending.